Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the left common femoral artery. Following the deployment, the pt experienced a pseudoaneurysm and small hematoma. Treatment consisted of compression for the hematoma, and an ultrasound-guided thrombin injection for the pseudoaneurysm and small hematoma. Treatment consisted of compression for the hematoma, and an ultrasound-guided thrombin injection for the pseudoaneurysm. The treatment was successful and the event was resolved with no further complications.